Manufacturer narrative:
.

Event description:
The customer complained of erroneous results for 2 patient samples tested for magnesium gen. 2 (mg2). The erroneous results were reported outside of the laboratory. The samples were questioned by the nurses and upon repeat gave different values. Patient sample 1 initial mg2 result was 4.3 mg/dl. On (B)(6) 2016 the repeat result on the same analyzer was 1.9 mg/dl. The repeat result was believed to be correct. Patient sample 2 initial mg2 result was 4.2 mg/dl. On (B)(6) 2016 the repeat result on the same analyzer was 2.0 mg/dl. The sample was also repeated on another analyzer and the result was 1.5 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The mg2 reagent lot number was 15211901 with an expiration date of 02/28/2018. The field service engineer (fse) visited the customer site and identified a fluidics failure. The fse adjusted the rinse mechanism water volume and air pump levels. The pressure gauge, rinse water station, syringes and probe positioning were all checked. Instrument tests were acceptable and the customer ran quality controls. The investigation determined that the most likely root cause of the issue was due to the misadjustment of the rinse mechanism water volume and the air pump levels identified by the fse. If rinse mechanism water volume and air pump levels are misadjusted, carryover or contamination of the cuvettes could occur causing the discrepant results that were observed.